Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes was bent. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that bd vacutainer® sst¿ blood collection tubes was bent. (B)(6). Customer problem: customer is reporting bending of tubes on product 367988, lot number 2055841. Steps taken with customer/troubleshooting: initiated complaint and emailed the customer to ask if the tubes are being stored between 4-25 degrees celsius. Did the specimen(s) need to be recollected? Emailed the customer. Did exposure to blood/ bf occur? Emailed the customer. If exposure occurred was there any post exposure testing or medical intervention? Emailed the customer. Next steps (if necessary): follow up with the customer for more details. Resolution achieved (y/n)? N. Quantity received and quantity affected: emailed the customer. Shipment method (directly or via distributor): emailed the customer. If it is a distributor or directly from bd ¿ who is it? Emailed the customer. Photos or returns requested?: received a photo but also requested for returns. Follow up required y/n?: y. Reviewed smax case history: y. Bd sales associate email received : 06/22/2022.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to bent tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of bent tubes. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes was bent. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that bd vacutainer® sst¿ blood collection tubes was bent. (B)(6): (B)(6) 2022 18:51:30 (gmt) customer problem: customer is reporting bending of tubes on product 367988, lot number 2055841. Steps taken with customer/troubleshooting: initiated complaint and emailed the customer to ask if the tubes are being stored between 4-25 degrees celsius. Did the specimen(s) need to be recollected? Emailed the customer did exposure to blood/ bf occur? Emailed the customer if exposure occurred was there any post exposure testing or medical intervention? Emailed the customer next steps (if necessary): follow up with the customer for more details resolution achieved (y/n)? N quantity received and quantity affected: emailed the customer shipment method (directly or via distributor): emailed the customer if it is a distributor or directly from bd ¿ who is it? Emailed the customer photos or returns requested?: received a photo but also requested for returns. Follow up required y/n?: y reviewed smax case history: y bd sales associate email received : (B)(6) 2022.